Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The implants were received along with the gun, they were not deployed. Upon visual inspection, the plastic sleeve was damaged. Therefore, this complaint can be confirmed. To test its functionality, the trigger was squeezed, and it was working as intended; the two implants were deployed without problem. The photo provided by the customer showed the same condition found during physical analysis. A manufacturing record evaluation was performed for the finished device lot number: 8l25210, and no nonconformances were identified. The possible root cause for the damage in the sleeve are related to a rough deployment; when is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. Based on the IFU: it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that the sleeve on the truespan 24 degree peek device was damaged. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.